Event description:
It was reported in a publication that the authors analyzed their own institution¿s experience of off-label bmp in pediatric deformity spinal fusion surgery over the last 8 years and found that recombinant human bmp-2 (rhbmp-2) was used in only 17 (1.6%) of the total of 1082 children who underwent spine deformity surgery. Spondylolysis, neuromuscular scoliosis, and syndromic scoliosis were the principal diagnoses (94%) in the 17 children, with an average dose of 10.0 mg (range 4.9¿25.4 mg) of rhbmp-2 being used in all cases. Complications developed in 3 (17.6%) of the 17 children, including wound infection, postoperative radiculitis, and heterotopic bone ossification.

Manufacturer narrative:
Article citation: kiely pd, cunningham me. Letter to the editor: off-label rhbmp-2 use in pediatric spine deformity surgery. J neurosurg pediatr. 2015 feb 27:1-2. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.